Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had no communication with the ins (icon). It was reported that the patient stated it was no longer working and thought the battery depleted. It stopped working about a year prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.